Event description:
The physician used wilson-cook hot sampler hot biopsy forceps to biopsy a colonic polyp. When current was applied to the device, the device caused a burn on the colonic mucosa near the polyp site. The procedure was complete and the device and endoscope were removed from the patient. No additional medical treatments were performed on the patient in response to this event.